Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. Third party assistance was provided via school nurse, but contact was unaware of the type of assistance provided. Tandem technical support was unable to conduct full systems check due to customer already completing a complete supply change. Tandem technical support advised the customer to call when experiencing a high bg so that troubleshooting can be conducted.